Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. After implant, a defibrillation threshold test was performed. The patient was induced into ventricular fibrillation (vf) twice. In both occurrences, the right ventricular lead did not provide adequate high voltage therapy and external fibrillation was required to convert the rhythm. The right ventricular lead was not used and a new dual coil lead was implanted. The patient was again induced into a ventricular fibrillation and the replacement right ventricular lead successfully converted the patient to sinus rhythm. The patient was stable before, during, and after the procedure. Patient was discharged.